Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a training/demo of the da vinci system that the left master tool manipulator did not hold its position while headed into the head-in remote stereo viewer on the surgeon console. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that not holding position when brakes were not engaged was expected behavior; however, the amount of drift was reported as beyond an acceptable range. There was no report of patient involvement.